Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported hypotension. Hypotension is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required was a result of case specific circumstance as drug was administered to increase the patient's blood pressure. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During the preparation of an xtw clip (40613r2044), it was noted that the a/p knob was loose. Therefore, the device was not used and was replaced. Xtw clip (41030r2074) was then implanted, reducing mr to a grade of 1+. After the mitraclip devices were removed, the patient's blood pressure decreased. For treatment, medication was administered. There was no clinically significant delay in the procedure.